Manufacturer narrative:
The customer¿s experience of iui connectors shorting out was not definitively confirmed. The affected devices and their logs were not returned for investigation. Only a single male iui connector and a single female iui connector, both with thermal damage were received for investigation. The customer acknowledges fluid spilled between the pcu and the pump module. The observed thermal damage to the iui connectors is consistent with what is known to occur when fluid comes into contact with the iui power and ground pins creating a shorted condition between the pins. The root cause of the iui connectors shorting out was identified as due to fluid spilling onto the iui connectors which created a shorted condition.

Event description:
The customer reported that when the device was being used to infuse 3 liters of 0.9% saline for a bladder irrigation, the bag was inadvertently punctured and fluid spilled onto the pump. Some of the fluid fell in between the pcu and the pump module, causing the pins on the iui connector to short. The customer reports that there were no visible flames or sparks, but smoke was observed coming from the pump. There was no patient harm.